Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was harder to press. Customer's blood glucose level was unknown. Customer stated that screen was discoloration and white marks on screen. Customer reported that the battery cap warned down and crack on the reservoir site. The insulin pump will not be returned for analysis.